Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a lack of audible alarms during low voltage events was not confirmed. The submitted log file contained approximately 11 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured intermittent low voltage advisory alarms throughout the log file that were associated with routine battery depletion. Each time that the low advisory alarms activated, the power sources were exchanged to resolve the alarms. The data in the log file showed that the controller alarm appropriately in response to the low voltage events. The data in the log file did not indicate any issues with the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use section ¿ 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having unexplained low voltage alarms. The patient reported not hearing or seeing any of these alarms. The log captured several low power advisories due to normal battery depletion. There were no other unusual events recorded in the log file event history. The patient was not charging their batteries overnight thus having batteries deplete during the day. Education was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.